Event description:
On (B)(6) 2012, customer reported that wash solution overflowed from the sample wash station on the immage 800 instrument. The volume of the leak was unknown. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced an occluded wash station filter. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).